Event description:
An aneurx bifurcated stent graft of unk size was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The common and external iliac arteries were reported to be extremely tortuous. Aneurysm morphology is unk. The physician attempted to insert a 22 french sheath into the left side, but was unsuccessful. The sheath was removed, and the delivery catheter was then inserted, but it could not be inserted into the aneurysm. The device was removed, and the stent graft was successfully inserted through the right side with the aid of a 22 french sheath. The stent graft was successfully deployed below the renal arteries. It was reported that the contralateral gate could not be cannulated. During attempts to cannulate the gate, the device was noted to be in the aneurysm sac, possibly due to manipulation of the stent graft before it was completely released from the sheath. The physician attempted to deploy aortic cuffs, but they could not be inserted because of the tight common iliac arteries. The pt was converted to open surgical repair of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.